Manufacturer narrative:
The quantity blow hours for the device was found to be 5457.4, machine hours was found to be 5457.4, device operating software version is 1.1.8.3313. The pca of the device needs to be replaced.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges irritation and itching in the eyes for several months. There is no allegation of serious or permanent harm or injury. The device was evaluated at a third party service center and it was found to be scrapped. No other device problem was found.